Event description:
The reporter stated that she did back-to-back blood glucose testing with results of 55 and 95 mg/dl. She did not have any symptoms. The reporter will do control testing when she has obtained control solution and will call back if she has further problems. Reporter has coded and cleaned her meter correctly.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8